Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to starting (pre-anesthesia, no ports placed) a da vinci-assisted surgical procedure, the customer experienced a repeat of error 23072 on universal surgical manipulator (usm) 3. Technical support engineer (tse) could view the errors historically on logs and also replicated on the call with the customer. The customer advised a field service engineer (fse) has been on site, but the notes are not updated. For the upcoming clinical list the customer will utilize a patient side cart (psc) from another davinci system on site. Tse advised the issue will be escalated to the fse for resolution. This issue was previously reported and has returned. The procedure was converted to another dv system with no patient involvement.